Event description:
The instrument was used during a laparoscopic cholecystectomy. It was reported the er320 was not firing clips properly. The procedure was completed with a second instrument.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.